Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. Functional testing was performed and no failure was identified related to the reported blood glucose event.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating. In addition, the customer's blood glucose (bg) level was 305 (mg/dl) and the customer believed the pump was not working properly due to the bg level. The customer also reported being on medication for a concussion that contributed to bg levels. A correction bolus via the pump, a injection via insulin pen and a manual injection was used to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.